Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose ranging from 174 mg/dl to 591 mg/dl, which was treated with insulin pen. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was found that customer had a bent cannula. Customer was advised to change infusion set due to bent cannula and to contact healthcare professional regarding settings and auto off features. No further information provided.